Event description:
It was reported that there were recharging issues. The patient had to recharger every day for 8 hours each day and battery overheated. There were no diagnostic testing or troubleshooting done at the time of the report but they would be performed in the future. It took eight hours to charge. They got the device overheat message. They had two programs on, amplitude for program one was 9.3 and for program two was 4. The patient was given written and verbal instruction on how to recharge the battery on day of implant (B)(6) 2014 and was given the verbal instructions on (B)(6) 2014. The patient was offered instruction on the day of the complaint (B)(4) 2015. The patient also stated that they felt too much stimulation on their stomach, they did not want to meet to be reprogrammed. Additional information was received on (B)(4) 2015 indicating that the manufacturer representative would be meeting the patient on (B)(4) 2015 and they were not sure the recharging frequency in the beginning and did not know he was recharging every day until they called the manufacturer representative. The patient was in continuous mode. The therapy was not directed to the stomach area. Reprograming of the stimulator and going over the recharging would be done on (B)(6) 2015. The patient was not getting pain relief from the stimulator. Additional information was received on (B)(4) 2015 indicating that the battery was interrogated on (B)(4) 2015 and when the patient last charged he had four black boxes, impedance checks were good, the stimulator was on and the battery was 25% charged. The patient wanted the stimulator removed. The patient was not receiving effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).